Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. H3 other text : device not returned.

Event description:
This report is for 32 unknown triathlon ps tka revisions documented in the swiss national hip & knee joint registry (siris) annual report 2023.